Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnosis when the issue was identified and completed as planned. Onsite inspection of the system identified that the wired footswitch was not working due to some mechanical problem. The fse replaced the wired footswitch. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.